Manufacturer narrative:
Event date was approximated as no event date was reported.

Event description:
It was reported that a split at the tip of the catheter was noted. A 135/10 renegade hi flo was selected for use. A split at the tip of the catheter was noted. No patient complications were reported.